Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 0 .7mg/daily via an implantable pump. An infection of the pump pocket was reported. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The physician performed pocket exploration. The actions and interventions taken to resolve the issue was surgical evaluation of the pump pocket. After exploration of pump pocket, fluid was determined to be infection. The physician removed all device components. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.